Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Review of the device memory noted no fault codes or resets. Longevity calculations were performed and an increased rate of power consumption was confirmed. Analysis confirmed this device appeared to be exhibited behavior consistent with a high current condition associated with the pacemaker's low voltage capacitors. This high current condition depleted the device's battery faster than normal. The anomaly has been reported to our engineering and manufacturing departments. We will continue to monitor field observations for similar reports.

Event description:
It was reported that this device was exhibiting a battery depletion rate, not as expected. One year ago, remaining battery life was showing 10 years and at the current follow-up, only 5.5 years were noted. Data has been sent for an engineering level assessment of the power consumption and the estimated remaining life. The engineering data evaluation confirmed an increase power consumption from the device battery; however guaranteed a 60 day replacement window of sufficient battery capacity. No intervention to date and no adverse effects were reported. Subsequently, the device was explanted and replaced with another boston scientific product, in absence of any adverse patient effects. The explanted unit was returned for analysis.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this device was exhibiting a battery depletion rate, not as expected. One year ago, remaining battery life was showing 10 years and at the current follow-up, only 5.5 years were noted. Data has been sent for an engineering level assessment of the power consumption and the estimated remaining life. The engineering data evaluation confirmed an increase power consumption from the device battery; however guaranteed a 60 day replacement window of sufficient battery capacity. No intervention to date and no adverse effects were reported. Subsequently, the device was explanted and replaced with another boston scientific product, in absence of any adverse patient effects. The explanted unit is intended to be returned for analysis.